Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps2 power supply and wire harness were repaired. The p9 connector in the power motor relay board was reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed communication error messages. This error message will likely cause the system to lock up for shut down or prevent the system from booting up. There is no report of pt injury associated with this event.